Event description:
The customer reported to olympus, the endoscope reprocessor filter that was used to clean scopes was not replaced since may 21, 2021. It was noted, scope (model: gif-xz1200) was used on two to three patients. However, there was no harm or user injury reported due to the event. Patient identifiers: (B)(6) capture complaints on the scope reprocessed by the subject device. Patient identifier (B)(6) captures the event that occurred when a scope was reprocessed and used on a patient for the first time. Patient identifier (B)(6) captures the event that occurred when a scope was reprocessed and used on a patient for the second time. This report is for the third event that occurred when a scope was reprocessed and used for a third patient.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not received for analysis, the definitive root cause of the filter replacement issue could not be determined. There is a possibility that the event was caused by the user¿s mishandling of the water filter replacement management. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿replace the water filter at least once a month to prevent contamination of the rinse water.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device's manufacturing date. Section h4 was updated.